Manufacturer narrative:
B3 event date: it was reported that the patient experienced peritonitis "in the month on (B)(6) 2026". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized. Antibiotic treatment was not reported. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.